Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. Device primed properly. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons harder to press and took multiple times to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejected new battery and changing batteries more frequently than used. Customer also stated that the insulin pump had motor error and button error and no delivery alarm. The device will not be returned for analysis.